Manufacturer narrative:
(B)(4). Date sent: 9/20/2024 d4: batch #704c08 corrected data: d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device and a second reload (b) present. The reload loaded was received fully fired with the swing tab in the locked position with no apparent damage and the reload (b) had the proximal 37 drivers up and the remaining drivers down with staples present, a swing tab in the locked position and the knife not completely within the doghouse. In addition, the knife had some nicks. The reload swing tab of reload (b) was reset in order to fire the reload. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 704c08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/28/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic colon cancer resection, after feeding the cartridge and removing the cap, it was found that the knife was slightly protruding. The dr. Had a misconception and replaced the main body as well as the cartridge. The reason was probably due to touching the threads when feeding the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.